Event description:
It was reported that the spin collar of three (03) clearlink system continu-flo solution sets was bonded in place and could not be moved to connect to an intravenous catheter. This was discovered during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.